Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely, the right ventricular lead exhibited decreased r wave amplitudes, high capture threshold, and high, out of range, pacing lead impedance. The pacing lead impedance started increasing since (B)(6) 2018. There were no episodes of noise recorded or produced via isometrics. The rv lead was showing signs of exit block, and the physician discussed replacing the lead. No intervention was performed. The patient is stable.